Event description:
The canister imploded and blood was splattered in approx a 10 foot radius including ceiling, sterile equipment, etc. No staff/team member was near suction apparatus/accessories. Suction was not being used. No injuries to pt or staff noted.